Event description:
Patient presented to the physician, post-implant procedure, with pain at the chest incision site. Upon examination, a hematoma was identified. Physician brought the patient into the operating room, evacuated the hematoma, and closed the chest incision. Physician prescribed steroids post-operatively.